Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations are stuck on blue screen while the operation was going on. The technical support specialist confirmed that the issue was resolved once the station was updated with rss. Now the station booting to application. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system got stuck on a blue screen while the procedure going on to the patient. The customer reported that there was an patient involvement and a delay in patient care during excision skull mass procedure to the patient. The user managed to get medication from another device or pharmacy. There were no adverse events or injuries reported based on this event